Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2019, the patient was unable to feel enough stimulation, so they tried to increase stimulation but was getting locked out from increasing it. The rep met with the patient to check the device. The rep's tablet displayed an out of regulation (oor) message. An impedance check was performed, and high impedances were identified. When reprogramming, they were unable to increase the amplitude. The issue had not been resolved. The rep inquired if surgical intervention would be performed, but no surgical intervention had been planned or scheduled. The cause of the high impedances and if the patient was able increase stimulation to get effective therapy consistently was unknown. No further complications were reported or anticipated.